Event description:
The service center was informed that during a diagnostic esophagogastroduodenoscopy (egd) procedure, while obtaining a biopsy the patient experienced a lot of bleeding and developed a hematoma. The bleeding was treated with two clips. It is unknown if the intended procedure was completed. (Refer to report 1 of 2). Additionally, the user facility reported that this phenomenon has occurred with multiple physicians. This is report 2 of 2.